Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor system (gold). Unable to perform basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test due to motor error alarm. However, insulin pump passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.